Manufacturer narrative:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and suture was used to sew the muscle fascia layer. The patient developed a mild infection and purulent discharge after surgery. The patient was administered prophylactic antibiotics post-operatively. The physician could not confirm what lead to the infection. The suture was cultured and gram negative cocci and bacilli were found. The patient is currently discharged. Additional information has been requested. Retained samples were evaluated. The samples were visually inspected for attribute defects and no defects were observed. Functional inspection for sterility was performed and the samples met the specifications. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and suture was used to sew the muscle fascia layer. The patient developed an infection and purulent discharge after surgery. The physician could not confirm what lead to the infection. The suture was cultured and gram negative cocci and bacilli were found. The patient is currently discharged. Additional information has been requested.